Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a gastrointestinal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the gauge display did not move. The procedure was completed with another alliance inflation syringe. After the procedure, the device was tested, and it was found that the needle just moved a little and returned immediately. There were no patient complications reported as a result of this event.